Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m121406 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m121406 and test base part number 190-430 / lot m121406 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m121406 showed that the complaint rate is (B)(4)%. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(6), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported a false positive result with a direct nasal sample on the ID now covid-19 test. The nasal swab provided in the kit was used to swab both nostrils per the product insert instructions. Confirmation testing with an eswab (sample type not otherwise specified) generated negative results by the diasorin pcr methodology. The customer reported that the eswab sample was collected at the same time as the ID now covid-19 nasal swab. A third test was performed with a freshly collected nasopharyngeal eswab, which generated negative results by the diasorin pcr methodology. The customer reported there was no death or serious injury based on the ID now covid-19 test result. The patient was reported as a pregnant female. The customer stated that based on the ID now covid-19 test results, the patient was admitted to the covid unit and had a cesarean section performed under the facility's covid positive precautions. The negative confirmation results were not reported until the patient's postpartum period. The third sample collection and testing occured during the patient's postpartum period. The patient was reported as asymptomatic. No medical, obstetrical or fetal indications for cesarean section were provided. No additional diagnostic information, including laboratory values and imaging, were provided. Patient outcome is unknown. Attempts to collect additional information were not successful. Current recommendations (27 july 2020) from the cdc indicate that cesarean surgeries should only be performed when medically indicated. Covid-19- positive status is not an indication for cesarean section (www.cdc.gov/coronavirus/2019-ncov/global-covid-19/pregnant.html). Additionally, current recommendations (23 march 2020) from the american college of obstetricians and gyneocologists (acog) indicate that covid-19 is not considered an indication for cesarean delivery for patients with suspected or confirmed covid-19 infection; cesarean delivery should therefore be based on obstetric (fetal or maternal) indications and not covid-19 status alone. (Https://www.acog.org/clinical-information/physician-faqs/covid-19-faqs-for-ob-gyns-obstetrics) the ID now covid-19 product insert includes the following precautions regarding false positive results: once reacted, the test base contains large amounts of amplified target (amplicon). Do not disassemble the test base and transfer cartridge. In the case of a positive sample, this could lead to amplicon leakage and potential ID now covid-19 false positive test results. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the patient treatment decision based the false positive result, this event shall be considered an adverse event and reported as a serious injury.